Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure - 1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection identified debris in the flow screens which may have contributed to the customer report. The flow screens were replaced as a pre-caution. It was communicated to the customer that the red gas output cap should be kept on the device during storage as well as when cleaning, or when the ventilator is not in use, particularly if spray cleaning solutions are applied to prevent foreign material entering the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.